Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11910. The pt rec'd two leads with the same lot number. It was reported the pt felt the system was no longer helping. The pt notified the sjm rep she was working with a new physician, and the scs system was explanted. The pt was asked if she had tried reprogramming prior to the decision. The pt reported she had not attempted reprogramming, and wanted the system removed.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.